Manufacturer narrative:
The field service engineer determined that the customer ran the sample in a cup on top of a tube. Performance testing was acceptable. There were no alarms on the last calibration performed on 29-may-2019. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Sample centrifugation time was too short and the speed appeared to be too fast. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 6000 e 601 module. The sample initially resulted with a troponin t value of 0.005 ng/ml and this value was reported outside of the laboratory. The physician did not believe the result, so the sample was repeated. The repeat result from the sample was 0.087 ng/ml. The troponin t reagent lot number was 34588800, with an expiration date of 31-dec-2019.